Manufacturer narrative:
This product issue will be updated when evaluation of the lead is complete.

Event description:
Boston scientific received information that during this implant procedure, a pneumothorax occurred while attempting to get access to implant this lead. The patient became asystolic and experienced cardiac arrest. A single chamber device was successfully implanted. No adverse patient effects were reported.